Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the scope went black after a couple minutes of being connected and it was confirmed by checking on another tower during set-up involving an olympus rigid video laparoscope. There was no patient harm reported.